Manufacturer narrative:
H.6. Investigation summary two photos and five 1ml syringes in fully sealed blister packs were received and evaluated. It was observed there was no batch or expiration date on the packages and were rejectable per product specification. Potential root cause for the missing label content defect is associated with the manufacturing equipment. It is likely there was an error with the top web printer at the packaging machine. A new and more sophisticated top web printer was installed on this machine as of october 2018. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing label information. This occurred on 5 occasions before use. The following information was provided by the initial reporter: on december 2, 2019, when customers checked batches of syringes, they found that there was no batch and expiration date information on the packaging of 5 syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip was missing label information. This occurred on 5 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, when customers checked batches of syringes, they found that there was no batch and expiration date information on the packaging of 5 syringes.